Event description:
This report is to advise if an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis revealed an insulation abrasion which exposed the outer coil at 11.2 cm to 11.7 cm from distal end. The abrasion was consistent with constant friction with another implantable device.